Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for a high-risk treatment in a severely stenosed, heavily calcified distal left main and proximal/ostial left anterior descending artery (lad) via femoral access. Following atherectomy, the patient experienced chest pain. A perforation of the ostial lad was observed. A heart pump and six covered stents were placed in the ostial lad and pericardiocentesis was performed. The family came to the bedside in the cardiac catheterization laboratory and decided on comfort measures after all medical interventions failed. The patient was brought to the cardiovascular intensive care unit. The patient expired. The physician was unable to determine if the oad or balloon caused the perforation as imaging was not performed after atherectomy or angioplasty.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).